Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant the setscrews of the pulse generator could not be tightened to secure the leads. The device was not used and was replaced successfully. The patient was stable post procedure.